Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the pocket site and the ipg was exposed. Symptoms were redness, irritation and fever. A wet pack was placed over the device and the patient was treated with bactrim. The physician was not sure what may have caused the infection. Body may have rejected the device or might be due to the nature of work. The patient underwent explant procedure.